Event description:
The report from the cordis clinical research registry in another country indicated that a pt experienced no at the distal end of the left anterior descending coronary artery during a stenting procedure. The female pt was a past smoker and has a medical history of hypertension, hyperlipidemia, diabetes mellitus, skin rash, and myocardial infarction. The indication for the procedure was anterior wall stemi over 24 hours but less than 72 hours. Target lesion was 3.49 x 30mm long in the lad and it was de novo, angulated (greater than 45 degrees but less than 90 degrees), concentric with a type b1 classification. The vessel was predilated with a 2.5x 12mm balloon at 6 atms and a 2.5x13m cypher stent was implanted at 10 atms. The second 3.0 x 18mm cypher stent was implanted at 16 atms overlapping the first cypher stent. The third stent implanted was 2.75 x 33mm cypher at 14atms. Post dilatation was conducted on neither of the stents. No flow at the distal end of the coronary artery was reported during implantation of the 3.0 x 18mm cypher stent. White debris/clots were also retrieved using an export catheter. The pt was given adenosine and nitroglycerin. The event was resolved without sequel.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved in the same pt reported under manufacturing numbers 9616099-2008-00220 and 9616099-2008-00221. Add'l info will be submitted within thirty days upon receipt.